Manufacturer narrative:
Lot number is unknown. Therefore, the 510-k number is unknown. Complainant part is not expected to be returned for manufacturer review/investigation. Concomitant medical products: unknown. (B)(4). Without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Date of event: publication year of 2011. Batch # unk. This report is related to a journal article; therefore, no product will be returned for analysis and the manufacturing records cannot be reviewed as the lot/batch number has not been provided. (B)(4).

Event description:
Title: evaluation of safety of endoscopic harmonic diverticulotomy. Author : whited c.; scher r.l. Citation: otolaryngology - head and neck surgery. 145 (suppl. 2) (pp 80), 2011. Doi: http://dx.doi.org/10.1177/0194599811416318a124. The objective of this retrospective study was to review a series of patients with zenker diverticulum who were treated with endoscopic diverticulotomy using harmonic ultrasonic surgical instrumentation (ethicon) in order to evaluate the safety and optimal application of this technology to the treatment of patients with this disorder. Between 01jul2009 and 01nov2010, a total of 60 endoscopic diverticulostomies were performed, and 24 were harmonic-assisted using harmonic ace curved shears (ethicon). Reported complication included diverticulum recurrence (n=1). In conclusion, endoscopic staple diverticulotomy is a proven safe treatment for zenker diverticulum with few limitations. Harmonic instrumentation may be effective with diverticula less than 2 cm. However, based on observed complication rates, additional evaluations are warranted before endoscopic harmonic diverticulotomy can be recommended as treatment for the majority of cases. A copy of this literature article is attached to this medwatch report.